Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), at device follow up check the record showed that recommended replacement time (rrt) indicator had been detected approximately 3 months prior, although three years of estimated minimum longevity had been previously noted. A cause of the change in the device setting was unknown. The ipg mode, output and polarity settings were reprogrammed. The ipg remained in use, and explant planned for a later time. Additional information received confirmed that the event was attributed to an emergency mode change by the physician, and there was no alleged product issue. Status of the ipg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated reason for the emergency mode change by the physician was not reported. There is no allegation against the product from the physician. There was no device performance issue or malfunction that occurred. The ipg remains in use.